Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted in (B)(6) 2016 for an unknown reason. It was indicated that the caller asked the manufacturer representative to assist with disposing of the ins. The caller was directed towards the normal disposal procedure. No further information is known at this time.